Event description:
It was reported that the promus rx stent delivery system (sds) experienced resistance during removal after it failed to cross the moderately tortuous anatomy. Upon removal, the stent struts were noted as being flared. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4) age at time of event estimated as it was reported the patient was over (B)(6) old.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but are not limited to: patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. It was reported that the lesion was described as moderately tortuous which likely contributed to the reported failure to cross. The attempt to remove the stent delivery system (sds) may have resulted in an interaction with the lesion/ anatomy contributing to the reported stent damage and subsequent difficulty during removal. The reported inability to cross, stent damage and removal difficulties appear to be related to the procedure circumstances with no indications of a product quality deficiency. A review of the finished product lot history records did not reveal any nonconforming material records for this lot. This type of reported event will continue to be monitored. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
Subsequent to the initial/final medwatch report, the following information was received: the lesion site was in the right coronary artery.